Manufacturer narrative:
The device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer was inspecting the device before use. While the device was turned on, a clv scope error (e300) occurred and all led of the front panel of the device was blinking continuously. There was no report of patient injury associated with this event.